Event description:
It was reported that a female patient who underwent breast augmentation surgery with a 400cc mentor memorygel left breast implant and a 450cc mentor memorygel right breast implant experienced left sided anisomastia and right sided rupture post procedure. As a result, patient underwent bilateral removal and replacement with two 325cc mentor memorygel breast implant on (B)(6) 2022. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 450cc breast implant was found to be ruptured and received incomplete. A microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).